Event description:
It was reported that the customer's blood glucose was 223 mg/dl. Caller stated that the sensor was giving incorrect readings. Caller stated that the customer had low blood glucose of 38 mg/dl episode because her doctor adjusted her basal and bolus. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.